Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery cap threads were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap threads were found to be stripped. The battery cap coin slot was found to be damaged. The battery cap could not be properly secured to a test pump. The battery cap contact dimensions were found to be within specification.